Event description:
It was reported that this pacemaker system with a non-boston scientific right ventricular (rv) lead had stored episodes with noise and oversensing. Technical services noted that the noise and oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor (sam). Noise was observed on both the right atrial (ra) lead and right ventricular (rv) leads. In addition, there were two recorded out of range pace impedance measurements; ra impedance measurement of greater than 3000 ohms in the ra ring to can configuration and a recorded impedance measurement of less than 200 ohms in the rv tip to can configuration. Auto threshold tests were successful and within normal limits. During the most recent daily measurement test, the ra and rv lead measurements were within normal limits. Technical services was consulted and recommended troubleshooting options. The device system remains in service at this time. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed aproximently 80 mm from the terminal end. Only the proximal segment was returned.setscrew marks were in the correct location on the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Electrical continuity testing passed which indicated the conductors are intact. The inner insulation integrity test indicated there were no electrical shorts between conductors. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies on the segment of the lead returned. Of note, typical surgery-related damage was noted, but is not considered abnormal. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system with a non-boston scientific right ventricular (rv) lead had stored episodes with noise and oversensing. Technical services noted that the noise and oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor (sam). Noise was observed on both the right atrial (ra) lead and right ventricular (rv) leads. In addition, there were two recorded out of range pace impedance measurements; ra impedance measurement of greater than 3000 ohms in the ra ring to can configuration and a recorded impedance measurement of less than 200 ohms in the rv tip to can configuration. Auto threshold tests were successful and within normal limits. During the most recent daily measurement test, the ra and rv lead measurements were within normal limits. Technical services was consulted and recommended troubleshooting options. The device system remains in service at this time. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.